Event description:
It was reported that the spinal segment of the catheter did not pass properly with the first attempt. The catheter "buckled". It was noted that pieces from two different catheter kit were used or implanted. The patient was doing well. The pump was used to deliver lioresal.

Manufacturer narrative:
(B)(4).